Event description:
Procedure type: lap gastric banding. According to the reporter: protective shield on blade fell off instrument and into pt's cavity. All pieces were retrieved. Opened a new device. Or time delay was 10 min. No bleeding or pt injury reported.

Manufacturer narrative:
Date initial report sent: 10/20/2008.